Event description:
It was reported that (7) pcu front cases will be replaced due to system errors .the customer confirmed that there was no patient involvement .

Manufacturer narrative:
Correction: disregard file. Please refer to manufacturer report number 2016493-2020-22667, which captured the suspect device.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (7) pcu front cases will be replaced due to system errors .the customer confirmed that there was no patient involvement .